Event description:
It is reported that a customer experienced high blood glucose of 445 mg/dl. The customer was on antibiotics. The customer stated that their sensor is inaccurate and displaying readings that were 300 points off. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with a test plug procedure but the customer was transferred to a supervisor for assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.